Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during a dwell cycle. Gts explained that the system error 2240 indicated a large amount of air had entered the setup. The patient stated a bag fell and disconnected. Gts had the patient close all the clamps and cycle power to clear the error. Gts advised the patient to finish with manual supplies or start over with new supplies. Gts reviewed proper procedures per the user manual with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The patient stated a bag fell and disconnected. The root cause investigation is in progress through (B)(4).